Manufacturer narrative:
The device has not been received to date. The issue with this camera has been found to be caused by something else. The camera head is working properly. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, it was not working and no image on the 4k camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The camera head was not returned for evaluation. Based on the results of the investigation, it¿s likely the loss of image was due to other factors. The root cause of the reported event was unable to be identified. Olympus will continue to monitor field performance for this device.